Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Technical services (ts) reviewed the reports and confirmed pbd. Ts suggested re-evaluating the battery in 90 days or device replacement. The device remains in use. No adverse patient effects were reported.